Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reached the elective replacement indicator (eri) and that the ¿battery consumption was considerably faster than expected.¿ there were no health hazards to the patient as a result of the event. It was reportedly ¿unknown¿ how the patient was doing at the time of report. Additional information has been requested, but was unavailable at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with okay telemetry and output.